Event description:
The home care provider (hcp) and the fire marshall reported the following information: the patient was at home and not breathing off of the c41 aqt the time of the incident. A fire began on the front porch of the house. The hcp reported that the patient and / or family members are known smokers. The patient's family member walked by the c41 on the fromt porch when it fell over, sparked, caught fire, exploded and caught the house on fire. There were no injuries. The patient's prescribed flow rate is 3 litres per minute. The patient also had two portable liquid oxygen units, a pulse oximeter, a ventilator and a concentrator in their home.